Event description:
The complainant stated that the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the head up valve sticking. He replaced the head up valve to repair the bed. The bed functioned to specifications after he replaced the head up valve.